Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer investigation, no photographs or product were available for product evaluation. A review of the device history records for sl-2000m2095 from lot 10355036 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1: the bloodline leaked due to small holes in the lines. It was noted immediately at start of treatment. The blood was returned to the patient. A new setup was done with no further issues. No patient injury.